Event description:
It was reported that the syncopal patient presented to the clinic due to inhibition of pacing in the right atrial lead. Atrial lead measurements were normal. No further information could be obtained.

Manufacturer narrative:
(B)(4).